Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), device expulsion ("one of the inserts was expelled (essure micro-insert)/expulsion of essure device/migration of essure device (right coil expelled nov 2011)/migration of essure device location of device: echogenic / endometrium") and autoimmune hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)") in a 40-year-old female patient who had essure (batch no: 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine since january 2015. On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In july 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)/anxiety/mental anguish/psychological or psychiatric problems: depression and mental anguish"), depression ("neurological conditions or problems (depression)/depression/psychological or psychiatric problems: depression and mental anguish"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("harmonal changes"). The patient was treated with dicycloverine (dicyclomine), famotidine and surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritable bowel syndrome, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, autoimmune hypothyroidism, menstrual disorder, fatigue, hot flush, nausea, anxiety, depression, vaginal discharge, weight increased, hormone level abnormal and abdominal pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, depression, fatigue, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, hysterosalpingogram other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago.(right coil expelled nov 2011). Findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. According to pfs patient is currently planning for essure removal. Discrepancy in essure insertion date : on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received: reporter causality comment was added. Event abdominal pain was added. Start date was added for concomitant drugs: levothyroxine and famotidine. Lab data result was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), device expulsion ("one of the inserts was expelled (essure micro-insert)/expulsion of essure device/migration of essure device (right coil expelled nov 2011)") and hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)") in a female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2008, the patient had essure inserted. In november 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced hypothyroidism (seriousness criterion medically significant). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)"), depression ("neurological conditions or problems (depression)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of the device and salpingectomy (bilateral)) and surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the device expulsion, hypothyroidism, menstrual disorder, fatigue, irritable bowel syndrome, hot flush, nausea, anxiety, depression, vaginal discharge and weight increased outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, depression, fatigue, hot flush, hypothyroidism, irritable bowel syndrome, menstrual disorder, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: (B)(6) 2015, hysterosalpingogram other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago.(right coil expelled nov 2011) findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded on (B)(6) 2008, hsg (hysterosalpingography)confirmed essure device was successfully occluded. On (B)(6) 2015, ultrasound scan revealed uterus and ovaries appear normal. Endometrium is thickened but not abnormal for menstruating woman. Endometrium likely represent coils of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number added. New events added- autoimmune disorder (hypothyroidism), fatigue, gastrointestinal or digestive system condition (ibs), hormonal changes (hot flashes), nausea, neurological conditions or problems (anxiety), pain, psychological or psychiatric problems (depression), vaginal discharge and weight gain. Event migration of essure device (right coil expelled nov 2011) was clubbed with previous event with pt device dislocation. Fup 2 and 3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), device expulsion ("one of the inserts was expelled (essure micro-insert)/expulsion of essure device/migration of essure device (right coil expelled (B)(6) 2011)") and autoimmune hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)") in a 40-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cilest (ortho tri-cyclen) and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)"), depression ("neurological conditions or problems (depression)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hormone level abnormal (""hormonal" changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritable bowel syndrome, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, autoimmune hypothyroidism, menstrual disorder, fatigue, hot flush, nausea, anxiety, depression, vaginal discharge, weight increased and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, autoimmune hypothyroidism, depression, fatigue, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2015, hysterosalpingogram. Other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago.(right coil expelled (B)(6) 2011) findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2008, hsg (hysterosalpingography)confirmed essure device was successfully occluded. On (B)(6) 2015, ultrasound scan revealed uterus and ovaries appear normal. Endometrium is thickened but not abnormal for menstruating woman. Endometrium likely represent coils of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events:"hormonal changes, abnormal bleeding (vaginal) , abnormal bleeding ("menorrhagia")¿ added reporter from pfs incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), device expulsion ("one of the inserts was expelled (essure micro-insert)/expulsion of essure device/migration of essure device (right coil expelled nov 2011)") and autoimmune hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)") in a 40-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cilest (ortho tri-cyclen) and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)"), depression ("neurological conditions or problems (depression)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hormone level abnormal ("harmonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent removal of the device and salpingectomy (bilateral)) and surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritable bowel syndrome, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, autoimmune hypothyroidism, menstrual disorder, fatigue, hot flush, nausea, anxiety, depression, vaginal discharge, weight increased and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, autoimmune hypothyroidism, depression, fatigue, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2015, hysterosalpingogram other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago. (Right coil expelled nov 2011) findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2008, hsg (hysterosalpingography)confirmed essure device was successfully occluded. On (B)(6) 2015, ultrasound scan revealed uterus and ovaries appear normal. Endometrium is thickened but not abnormal for menstruating woman. Endometrium likely represent coils of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the inserts was expelled (essure micro-insert)/ expulsion of essure device/migration of essure device (right coil expelled (B)(6) 2011)/ migration of essure device location of device: echogenic / endometrium') and pelvic pain ('persistent pelvic pain/pain') in a 40-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)/anxiety/mental anguish/psychological or psychiatric problems: depression and mental anguish"), depression ("neurological conditions or problems (depression)/depression/psychological or psychiatric problems: depression and mental anguish"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain"), vitamin d deficiency ("vit d deficiency") and inflammation ("inflammation") and was found to have hormone level abnormal ("harmonal changes"). The patient was treated with dicycloverine (dicyclomine), famotidine and surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune hypothyroidism, menstrual disorder, fatigue, hot flush, nausea, anxiety, depression, vaginal discharge, weight increased, hormone level abnormal, abdominal pain, vitamin d deficiency and inflammation outcome was unknown and the pelvic pain, irritable bowel syndrome, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, depression, fatigue, hormone level abnormal, hot flush, inflammation, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: (B)(6) 2015, hysterosalpingogram other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago.(right coil expelled (B)(6) 2011) findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. According to pfs patient is currently planning for essure removal. Discrepancy in essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: bilateral tubes (only one coil found in tube) sectioning reveals pinpoint, stellate lumina, one of which contains a silver coiled metallic intraluminal contraceptive device consistent with an essure coil. The coil appears to be within the fallopian tube lumen in a grossly unremarkable fashion. A second coil is not grossly identified. Ultrasound scan - on (B)(6) 2015: results: uterus and ovaries appear normal. Endometrium is thickened but not abnormal for menstruating woman. Endometrium likely represent coils of essure device. Concerning the injuries reported in this case, the following were reported via social media: vitamin d deficiency, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Event added- inflammation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the inserts was expelled (essure micro-insert)/expulsion of essure device/migration of essure device (right coil expelled nov 2011)/migration of essure device location of device: echogenic / endometrium') and pelvic pain ('persistent pelvic pain/pain') in a 40-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism ("autoimmune reaction/autoimmune disorder (hypothyroidism)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), anxiety ("neurological conditions or problems (anxiety)/anxiety/mental anguish/psychological or psychiatric problems: depression and mental anguish"), depression ("neurological conditions or problems (depression)/depression/psychological or psychiatric problems: depression and mental anguish"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain") and vitamin d deficiency ("vit d deficiency") and was found to have hormone level abnormal ("harmonal changes"). The patient was treated with dicycloverine (dicyclomine), famotidine and surgery (underwent removal of the device and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune hypothyroidism, menstrual disorder, fatigue, hot flush, nausea, anxiety, depression, vaginal discharge, weight increased, hormone level abnormal, abdominal pain and vitamin d deficiency outcome was unknown and the pelvic pain, irritable bowel syndrome, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, depression, fatigue, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: (B)(6) 2015, hysterosalpingogram. Other findings: the patient reports that an essure implant was extruded out of vagina 4 years ago.(right coil expelled nov 2011). Findings: essure implant noted in the left fallopian tube, no essure implant noted in the right side. According to pfs patient is currently planning for essure removal. Discrepancy in essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: bilateral tubes (only one coil found in tube) sectioning reveals pinpoint, stellate lumina, one of which contains a silver coiled metallic intraluminal contraceptive device consistent with an essure coil. The coil appears to be within the fallopian tube lumen in a grossly unremarkable fashion. A second coil is not grossly identified. Ultrasound scan - on (B)(6) 2015: results: uterus and ovaries appear normal. Endometrium is thickened but not abnormal for menstruating woman. Endometrium likely represent coils of essure device.. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event vit. D deficiency added. On (B)(6) 2020: social media content received: reporter added. Fu 9 and 10 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion ("one of the inserts was expelled (essure micro-insert)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and device expulsion outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-sep-2017: this case was converted from the conceptus database into argus on 07-jan-2014 and was initially reported by a consumer. Further information was received on 21-sep-2017 and qualifies this previous conceptus case as reportable case by bayer. New information added: lawyer was added as reporter (legal case). New events added: pelvic pain and menstrual disorder. Plaintiff underwent a hysterectomy and then the case was upgraded to incident. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.